Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her battery cap was difficult to remove; both the patient and the patient's daughter had a difficult time removing and closing the battery cap. The patient's blood glucose at the time of incident exceeded 400 mg/dl due to a cortisone shot. The customer treated her blood glucose with an insulin pump bolus. Troubleshooting was declined. No products were returned and a replacement battery cap was shipped to the customer.